Manufacturer narrative:
B5-updated information: on (B)(6) 2021 the lens was explanted and then replaced with a same size different diopter lens due to refractive surprise and blurred vision. The cause of the event is reported as user error and other: "clinical refractions" and "over-minused in clinic with refraction." Reportedly the device did not fail to perform as expected. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. (B)(4). Claim#: (B)(4).

Event description:
The reporter states a 12.6mm micl12.6 implantable collamer lens -13.5 diopter was implanted into the patient's left (os) eye on (B)(6) 2021. The surgeon reports refractive error.